Event description:
Biomedical tech reported that unit infused faster than expected during preventative maintainence. No reports of pt injury or medical intervention are associated with the use of the pump.